Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing at an unspecified rate . It was noted by the nurse that patient bed was wet and found the male luer was cracked and leaking from the extension set. There was no report of patient harm. The nurses do routine blood glucose chem strip every 3 hrs while (B)(6) on IV fluids. The event occurred in (B)(6).

Manufacturer narrative:
Correction on initial report: concomitant products: disregard pri tubing. The customer¿s report of a leak and crack on the male luer was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. It was discovered that the female set had an 11.8 mm crack. It is possible that the customer misreported the complaint as a female luer was found. No male luer crack was found. Functional testing confirmed leaking at the female luer crack. The root cause of the set leak was determined to be the female luer crack. The origin of the crack remains unknown. The probable root cause identified was determined to be due to material degradation stemming from a supplier issue of varying regrind percentages, combined with other factors such as over-torqueing and excessive solvent.